Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all buttons are sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the keypad was peeling at the up button, while the ok & down buttons had an intermittent response. The up & contrast buttons responded properly and no buttons were sticking. The keypad was removed and the ok button contact was inverted. Also contamination was found under all of the button contacts. Unrelated to the complaint, there was crack along the battery compartment extending from the threads to the finger pad.